Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported an unknown error message appeared, but unable to confirm the error or duplicate it. The image was black. Customer was instructed to check the software version and it was at 4.10. Tac instructed the customer the software version should be 5.10 to work with the scopes. Fse was dispatched to complete the upgrade to use the new scopes. The scopes were upgraded to the new software version, and it is now working. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, an unknown error message appeared, but unable to confirm the error or duplicate it. The image was black on the evis eus ultrasound bronchofibervideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and additional information from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be determined. However, it is likely that outdated software had caused the event to occur. The investigation could not determine why the software was outdated. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained regarding this event. The EU-me2 module needed a software update, which had prevented the ultrasound portion to not work when using the new endobronchial ultrasound (ebus) scopes. The user facility switched out the scopes to the older ebus scopes. A technician came out and upgraded the necessary software.